Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated and were not in the proper position') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, uterine bleeding and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / pelvic pain"), vision blurred ("blurred vision"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), fatigue ("fatigue"), back pain ("back pain"), alopecia ("hair loss"), rash ("rashes"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy; laparoscopic bilateral salpingectomy, cystoscopy). At the time of the report, the device dislocation, pelvic pain, weight increased, vision blurred, abdominal distension, migraine, fatigue, back pain, alopecia, rash, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain, rash, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: final diagnoses: uterus. Cervix, bilateral fallopian tubes (vaginal hysterectomy. Bilateral salpingectomy); ·endometrium with inactive glands and focal stromal decidualization suggestive of exogenous hormone effect. Myometrium with no histopathologic abnormality. Serosal adhesions. Cervix with nabothian cysts. Bilateral fallopian tubes with no significant histopathologic abnormality. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 18-mar-2021: no new information was received, then mention the update of both imdrf/ FDA codes as the only change. Medical records received - new reporter, lab data, dob, medical history and removal procedure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.